Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The needles did not present on deployment. Super needle back down was attempted. Resistance was met on device withdrawal. Fluoroscopy showed that both needles were still in the barrel. A second deployment was attempted, but the needles still did not present. Needle back down was again unsuccessful. The pt was taken for surgical device removal. Surgery was successful and the pt was fine. The vascular surgeon noted that there was significant calcium in the artery where the posterior needle would have hit and distal to the arteriotomy. The point of arterial calcification would have been about 2 mm below the image seen on fluoroscopy.